Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser probe could not be inserted into the trocar during a cataract/vitrectomy combination procedure. The laser probe was exchanged for another from a different lot number to complete the procedure with no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. No sample returned for evaluation. The 25 gauge articulating illuminated laser probe was packaged on september 20, 2018. There were 558 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of <summarize the reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).